Manufacturer narrative:
The customer¿s report of an overinfusion of milrinone was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal missing. The lower door hinge is cracked, both iui¿s are dull and two of the bezel bosses were observed to be cracked and separated. Review of the pump module event log shows that at 11:15 pm on (B)(6) 2017 the module was programmed to infuse at a rate of 9 ml/hr with a vtbi of 100 ml and infused until 5:13 am when the device alarmed for check IV set and was then channeled off. During this time the device alarmed twice for patient side occlusion and three times for air in line. Functional testing was performed and the device was delivering fluid out of specification on the low side (under infusing). Broken/separated bezel bosses can result in the occluder fingers and/or pumping fingers not being in the required position. This shift in position can be intermittent and can lead to over or under infusion conditions. The root cause of the reported overinfusion was not identified but is believed to be the cracked and separated bezel bosses.

Event description:
The customer reported that at 2315 milrinone 20 mg/100 ml was programmed to infuse at 9 ml/hr (0.375 mcg/kg/min). At 0110 the nurse noticed the milrinone bag was empty; the patient remained hemodynamically stable with no changes in vital signs and the nurse hung a 2nd milrinone bag. After infusing for approximately 4 hours the 2nd milrinone bag was found to be empty at 0500. It was reported by the rn that the pump was programmed correctly at 9 ml/hr. The devices and tubing were replaced with no further issues. There was no report of patient harm.